Manufacturer narrative:
Correction to regulatory report # 3004209178-2026-06154: a24 incorrectly included on previous report in section g6. Code does not apply and has been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a hcp regarding an implantable neurostimulator. The reason for call was caller stated that the patient has had their stimulator turned off for the last couple of months because when they turn the stimulator on they feel a burning sensation. Caller is inquiring if patient is safe for MRI. Agent reviewed MRI guidelines with the caller and redirected to patient's healthcare provider. Event date provided: "a couple months ago". No device issue alleged.